Event description:
Healthcare professional reported "breast tissue expander developed an infection requiring removal and replacement". The device was explanted and replaced.

Manufacturer narrative:
The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3.

Event description:
Healthcare professional reported "breast tissue expander developed an infection requiring removal and replacement. The device was explanted and replaced